Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Alleged complications post device implant include problems urinating, pain, infection and dyspareunia. (B)(6) 2005 - mesh revision surgery to cut the tvt tape.

Manufacturer narrative:
Additional information: unspecified urinary problems, recurrence, dyspareunia, required additional surgical interventions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. Product was used for therapeutic treatment.per additional information received, the patient has experienced pain, infection, unspecified urinary problems, recurrence, dyspareunia, unable to urinate (urinary retention), and required additional surgical interventions.